Manufacturer narrative:
Engineering review of programmer log files confirmed device therapy was programmed off on (B)(6) 2016 at 10:54. Telemetry noise/interference was not the cause. The log files show user navigation to change the programming followed by a command from the programmer to turn therapy off. The device was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient died in (B)(6) 2016. The patient was implanted in (B)(6) 2016 in the context of marfan syndrome. The patient attended three follow-ups, on (B)(6) 2016; (B)(6) 2016; (B)(6) , 2016. No autopsy was performed when the patient died. An interrogation of the device post-mortem showed therapy was programmed off since at least the (B)(6) follow-up. The physician questioned if the device was deactivated by mistake during a device check.